Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill estimate gauge was inaccurate. Another cartridge was loaded and fill estimate was accurate. Customer's blood glucose was not impacted.